Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that two weeks after the new device was implanted the right ventricular lead began to have impedances that fluctuated 60-130 ohms. The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.